Event description:
It was reported via a legal notification that a male patient, who had an initial left knee implanted, underwent a revision procedure approximately 3 years 10 months post the initial implant procedure to remove the failed device due to accelerated and preventable wear of the optetrak logic polyethylene tibial insert. As a direct, proximate, and legal consequence of the defective nature of the device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate, and legal consequence of the defective nature of the device, plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information was provided. This is 1 of 2 reports for this event.